Manufacturer narrative:
The ICD is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approx. 21 months, shock impedance values > 150 ohm have been reported over the last months. No event date was reported. The ICD was not returned to biotronik and there is no mention of surgical intervention. No adverse patient side effects have been reported.